Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the bronchi during an esophageal variceal ligation (evl) procedure performed on (B)(6) 2018.   According to the complainant, during the procedure, the first band would not deploy. Another attempt was made to release the band by rotating the handle again; however, two bands deployed at once. Reportedly, the bands were twisted together. The procedure was completed with another speedband superview super 7 device. Additionally, it was noted that there was difficulty experienced when setting up the device, as the rope was twisted inside the ligator cap instead of hanging outside. There were no patient complications reported as a result of this event.